Manufacturer narrative:
From the check of the DHR, no anomaly emerged on the devices involved, thus indicating that the pieces were manufactured in compliance with specifications. In particular, no other complaints received on the same lot# (201511383) on a total of 57 smr metal back glenoid manufactured with the same lot#. Post-op x-rays related to the surgery done on (B)(6) 2016 were asked in order to understand the potential relationship between the prosthesis and scapular spine fracture. No explants involved since no revision surgery was planned/done. The physician of the hospital that was in charge of following the patient has reported the following regarding the event: the severity is considered to be non-serious. The casual relationship between the event and the medical device is unknown. X-rays imagine evaluation do not show a dislocation or loosening of the implant. In conclusion, considering the analysis of the few available information we are not able to determine with certainty the root cause of the event. We may classify this complaint as not product related. Pms data: according to limacorporte pms data, post-operative events due bone fracture when smr metal back glenoid (product code: 1375.21.xxx) was implanted is nearly 0.01%. No corrective actions needed following this complaint, limacorporate will continue monitoring the market to promptly detect any further similar event. This is a final MDR report. Note: the complaint was closed in 2017, however final MDR was not submitted due to internal error. Complaint is therefore formally closed today according to the analysis performed at the time of closure.

Event description:
At the 6 month-follow-up, on (B)(6) 2016, scapular spine fracture was observed. According to the info reported, surgeon judged this scapular spine fracture as non serious. Neither revision surgery performed nor planned (wait-and-see approach adopted by suspending the previous rehabilitation). Event happened on japan.

Manufacturer narrative:
From the check of the DHR, no anomaly emerged on the devices involved, thus indicating that the pieces were manufactured in compliance with specifications. In particular, no other complaints received on the same lot# (201511383) on a total of (B)(4) smr metal back glenoid manufactured with the same lot#. Post-op x-rays related to the surgery done on (B)(6) 2016 were asked in order to understand the potential relationship between the prosthesis and scapular spine fracture. No explants involved since no revision surgery was planned/done. We will send a final MDR once the investigation will be completed.

Event description:
Reverse shoulder arthroplasty on the right arm on a patient with rotator cuff tear was performed on (B)(6) 2016. At the 6 month-follow-up, on (B)(6) 2016, scapular spine fracture was observed. According to the info reported, surgeon judged this scapular spine fracture as non serious. Neither revision surgery performed nor planned (wait-and-see approach adopted by suspending the previous rehabilitation). Event happened on (B)(6).